Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The device evaluation found that the foreign object came out of the nozzle. Additional findings were as follows: due to the clogging of the nozzle, the air supply volume did not meet the standard value. Due to the clogging of the nozzle, the water supply volume did not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a white-clouded area. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The paint on the scope cylinder was peeled. The paint on the air/water cylinder was peeled. The image guide protector had a scratch. The scope connector had a dent. The switch box had a scratch. The universal cord had a scratch. The scope cover was shaved. The forceps elevator lever had a scratch. The control unit was shaved. Grip had a scratch. The plastic distal end cover had a scratch. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had an air/water supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.